Manufacturer narrative:
(B)(6) 2010-accellent evaluation-the device was visually inspected and it is confirmed that the stylet contamination guard is full of blood. The stylet and passive valve were removed from the device and visually the passive valve appears to have no damage. The entire device was visually inspected and there are no defects detected. Water was introduced through all of the device lumens and the water flows from where it should. The stylet was replaced and water was introduced and the water flows from where it should with no defects detected. These devices are visually and functionally tested 100% prior to packaging.

Manufacturer narrative:
Preliminary investigation has confirmed report. Waiting for a more detailed investigation from manufacturer. No patient injury.

Event description:
Ep bleed back early in the case at the stylet connection. It wasn't placed in the sinus and it was proving to be extremely difficult due to the patient anatomy, given the amount of time that might be required to get the catheter in place and the amount of bleeding that had already occurred, I recommended that they get a new catheter. No patient complications and no additional time was required to make the change.